Event description:
Customer noticed imprecision when runnning patient samples using the ipth method on the immulite 2000 system. There was no known report of treatment given or withheld based on the ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the immulite 2000 instrument. The fse checked and cleaned the wash station, reagent probes, sample probes, and checked the power supply voltage, substrate and water volume. The fse determined that the cause of the ipth imprecision is unknown. The instrument is performing within specifications. No further evaluation of the device is required.